Event description:
An attempt was made to deploy a 3.0 mm diameter x 15 mm length endeavor rx drug-eluting coronary stent in to a patient. The target lesion, located in the rca # 3-4 was described as non tortuous, moderately calcified with 80% stenosis and was pre-dilated. The patient had two other stents in the rca # 1-2 deployed in the past. The physician attempted to deliver the relevant device to the lesion; however, the lesion was short and the physician decided to withdraw the device. Some resistance was felt during withdrawal. A smaller size endeavor rx drug eluting coronary stent was deployed in the rca # 4 with no difficulties. Thereafter, the physician attempted to re-deliver the relevant endeavor rx device to rca # 3; however, resistance was experienced at calcified rca # 1 and the relevant device could not cross the lesion. The physician had to pull and push the device in order to withdraw it from the patient; during this practice, the stent dislodged in the rca # 1. The dislodged stent was crushed against the vessel wall with a driver coronary stent, then another manufacturer stent was deployed at target lesion. The patient is reported to be fine and no other sequelae were reported. The device was inspected prior first use with no issues noticed. The physician commented that considering the resistance encountered at rca # 1-2 during withdrawal of 1st delivery, the strut of relevant stent may have been caught on the calcified lesion and become damaged. He also commented that the device should have been inspected prior to re-delivery. Procedural images review: the stent delivery system has been discarded and the dislodged stent was crushed in the proximal rca, therefore, the information provided and the procedural cd's received forms the basis of this analysis. Cine images provided confirmed that the target lesion was located in the rca #3-4. There was evidence of in stent restenosis in the most proximal rca. The lesion was pre-dilated and two wires were advanced across the bifurcation. Cine images showed the relevant endeavor rx device placed in the lesion; information received from the field confirmed that the physician withdrew the relevant device as the lesion was 'short'. Resistance was experienced during the withdrawal; however, no images of the device withdrawal were captured. Later cd images show a smaller sized stent in the same lesion. Communication from the field confirmed that the device was inspected prior to the initial use but not re-inspected prior to the second insertion into the patient. As it was confirmed that the stent could not be advanced through rca # 1 on the second attempt, the possibility exist that the stent may have caught in the lesion and the physician had to "pull and push" the device in order to withdraw it from the patient. It was possible to view the dislodged stent in the proximal rca and the possible crushing of this stent with another device. The device has not been identified as the root cause of the event. Based on the information available it appears most likely that the stent retention of the device was impacted during the procedure by the advancement and retraction of the sds through the calcified lesion resulting in the dislodgement as reported. Stent dislodgement is also listed as an inherent risk of a pci procedure.

Event description:
Approximately 9 months 3 weeks post index procedure, restenosis occurred and poba revascularization was planned to be carried out approx 13 days later. Investigator indicated that event was related to the device. (Ref MFR # 9612164-2012-00318).

Manufacturer narrative:
Evaluation: review of procedural images. Results: stent dislodgement, calcified lesion, 80% stenosis. Conclusion: calcified lesion, 80% stenosis, advancement and retraction of device through the calcified lesion. Secondary intervention: the dislodgement stent was crushed against the vessel wall with another device then another manufacturer stent was deployed at target lesion.

Manufacturer narrative:
Results: revascularization. (B)(4).

Manufacturer narrative:
It was reported that the patient expired, cause of death and date of death are unknown. (B)(4). Date of death is date death was confirmed.